Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Customer's blood glucose level was approximately 225 mg/dl. No additional patient information was available. Reportedly, the pump and transmitter regained connection.